Manufacturer narrative:
Results: the returned lantern was ovalized approximately 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. If the peel-able sheath (supplied by penumbra) is not used to protect the distal shaft of the lantern during insertion into an a parent device, and the lantern is forcefully gripped or pinched, damage such as a distal ovalization may occur. This ovalization likely contributed to the difficulty advancing the lantern during the procedure. During functional testing, the lantern was able to advance through a demonstration benchmark without issue. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern) and a non-penumbra angiographic catheter. It was noted that the patient anatomy was narrowed at the entrance of the iia of the contralateral side. During the procedure, while advancing the lantern through the angiographic catheter, the lantern became stuck. Therefore, the lantern was removed. The procedure was completed using another microcatheter and the same angiographic catheter. There was no report of an adverse effect to this patient.